Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had absence of no delivery alarm anomaly. It was reported that she had high blood glucose over 600mg/dl and was at hospital. The customer applied new infusion set and reservoir on abdomen and went to sleep. Yesterday morning, they woke up with blood glucose of 300 mg/dl and had corrected with correction bolus. The insulin pump did not give no delivery alarm. After an hour, they checked meter blood glucose, which read a high blood glucose of 400mg/dl. They set bolus again and they did not receive a no delivery alarm. When they checked the meter's reading of their blood glucose again, it was almost 600mg/dl. Infusion set cannula was not bent. The insulin pump was not damaged or dropped. No damage on drive support cap was reported. They had a sample insulin pump and was using it. They applied a new set on abdomen again and no problem occurred. The insulin pump will be returned for analysis.